Manufacturer narrative:
Added: b2 (date of death).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 63-year-old male with history of aortic root aneurysm, severe aortic insufficiency and mitral regurgitation underwent bentall aortic root reconstruction with biologic avr and mvr. Experience pccs requiring iabp placement. On (B)(6), underwent escalation of impella 5.5 with ECMO placement for rv dysfunction. On (B)(6), crrt initiated for acute kidney injury most likely due to patients critical presentation. On (B)(6), cerebral vascular hemorrhagic noted to be stable. On (B)(6), the patient expired while on support. It is unclear if cva occurred as a result of the surgical procedure.